Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. It should be noted that the patient''s anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one non-penumbra coil and four pod pcs. After advancing the next pod pc into the target location, the physician made multiple attempts to get the pod pc to take the desired shape in the target vessel without success. Subsequently, the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was retrieved, and the coil was flushed out of the lantern on the back table. The procedure was completed using another pod pc of the same size, the same lantern, and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured. If the pod pc is advanced against resistance during use, damage such as a kink and subsequent fracture on the pusher assembly may occur. This damage likely contributed to the embolization coil detachment during the procedure. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage likely occurred due to manipulating the device against resistance during use. Further evaluation also revealed that the pet lock was separated, and the pusher assembly was kinked. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.